Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose levels were not coming down even after a correcting with the insulin pump. The customer¿s blood glucose during the incident was unknown. The customer had experienced a high blood glucose between 440 mg/dl to 450 mg/dl. They treated with a manual injection. The customer¿s current blood glucose during the call was 280 mg/dl. Troubleshooting was performed. Insulin did not exit at the quick release. The device will be replaced. The insulin pump will not be returned for analysis.